Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had compromised force sensor system error and insulin pump was not doing anything. Customer¿s blood glucose was 293 mg/dl. Customer stated that drive support cap was normal. Customer stated that now insulin pump is working. Insulin pump will not be returned for analysis.